Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited no radiofrequency (rf) telemetry. A message noting rf telemetry had timed out due to excessive use and interrogation re-activated the rf was observed. The patient was being monitored. There were no patient consequences.